Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the device was returned in two pieces. Visual inspection of the device revealed the device was broken at the strain relief of the device. One break on the catheter shaft approximately 135 mm proximal from the tip of the catheter. The outside diameter of the proximal shaft was inspected and was found to be within specification. Inside diameter of the proximal shaft was inspected using a .045 gauge pin and was found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
During a treatment procedure a tip detachment occurred. The target lesion was located in the left anterior descending artery. This fetch2 catheter was selected; however, during the procedure, the tip of the catheter broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
During a treatment procedure, a tip detachment occurred. The target lesion was located in the left anterior descending artery. This fetch2 catheter was selected; however, during the procedure, the tip of the catheter broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).